Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided the reported death is the result of patient conditions. The reported hypotension is the result of the patient¿s ventricular dysfunction. The reported patient effect of cardiac death and hypotension, as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed an abbott vascular medical affairs director. The reviewer stated that death was unrelated to the device and was probably related to the underlying disease and co-morbid conditions.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first clip (91113u103) implanted is filed under a separate medwatch report number.

Event description:
This is filed to report the patient died one day after the mitraclip procedure. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 2-3. One clip (cds0602-ntr, 91113u103) was implanted, reducing mr to 1-2. On (B)(6) 2020, a second procedure was performed to treat recurrent mr of 2-3. It was noted that the patient presented with dyspnea. The posterior leaflet was not properly fixed in the implanted clip anymore due to a tear in the leaflet. Two clips (cds0602-ntr, 00210u131 and 00131u132) were implanted to stabilize the first clip. During the procedure, the patient¿s blood pressure decreased; therefore, a heart pump was used. The ventricle already had severe left ventricle dysfunction with an ejection fraction (ef) under 30%. Mr could not be reduced at this point, so an atrial septal defect (asd) occluder was placed between the medial and central clip with a good mr reduction of 1-2. All three clips were stable. There was no device issue during the procedure. Unfortunately, the patient died one day after the procedure. The physician mentioned the patient was already multi-morbid and there was no device issue during the procedures.